Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The solenoid, flow control valve, and drive gas check valve were replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the positive end expiratory pressure was higher than expected. There was no report of patient involvement.